Event description:
The customer / operator called for a calculation tool to predict the product yield. The customer / operator wanted to end the mnc collection procedure early because the donor was having a citrate reaction after approximately 30 minutes of run time. She also wanted to know what the ac infusion rate would be to the patient since the acd-a was mixed with heparin. They were able to finish the procedure. The patient received 100 ml of 10% calcium gluconate via IV (doctor ordered). The patient completed the procedure in a stable condition and did not require additional follow-up by the customer. The customer is not alleging a deficiency with the device. The device was not taken out of service and no service call was required. The disposable set is not being returned for investigation by terumo bct. The customer refused to provide terumo bct with the patient identifier. This report is being filed due to medical intervention via adminstration of calcium gluconate.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day due date due to an internal processing error. This error is being investigated to determine potential corrective actions.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Citrate reactions are a known possible side effect of apheresis procedures. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, citrate reactions may occur in approximately (B)(4) of procedures, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient.